Event description:
The field service engineer (fse) reported a leak while troubleshooting rbc vote outs on the coulter lh 500 hematology analyzer. The volume was not reported and the leak was contained. The customer technical specialist (cts) stated the customer originally called in with rbc vote outs when running qc controls and what seemed to be a wet area behind the apertures on the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) arrived to find a note on the instrument that the rbc bath was leaking. Upon inspection of the instrument, the fse found leakage residue under the rbc bath. The o rings in the rbc bath were worn and leaking so the fse replaced the rbc bath and o rings to resolve the leak and the rbc vote outs. The fse also found during verification that the vacuum trap was not sealed properly and he replaced the vacuum trap as incidental service as this was not related to the leak reported. (B)(4).